Event description:
Customer reported IV tubing leaking at the upper silicone segment. The pump alarmed occlusion and upon opening the door, the nurse saw fluid in the channel and spotted the tubing leaking. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.